Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. A supplemental report will be filed when additional information is obtained.

Manufacturer narrative:
An event regarding software/camera unable to notice or track instruments, involving a 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Device inspection could not be performed, no session data was provided. Complaint history: based on the device identification (pn 204000) the complaint databases were reviewed from 2011 to present for similar reported events regarding software/camera unable to notice or track instruments. There were only 4 other reported events (B)(4). No session data was provided.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case, the rio was unable to notice or track the instruments. The case was converted to a manual total knee arthroplasty using stryker implants.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case, the rio was unable to notice or track the instruments. The case was converted to a manual total knee arthroplasty using stryker implants.